Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. Customer stated blood glucose was over 400 mg/dl and sensor glucose was 240 mg/dl. Customer was having problems with the sensor. Customer reported that it was reading way off and tried to calibrate. Customer reported that yesterday it was off by 270 and had a low blood glucose this morning but didn't register it right. Customer stated that there is no damage to the connection bridge or pins. Customer stated the sensor feature is on currently. The insulin pump will not be returned for analysis.